Event description:
The heat from the trophon is loosening the epoxy that holds the vaginal probe together. The vaginal probes are falling apart. We have had 6 vaginal probes to fall apart since using the trophon. Therefore, we have had to purchase new probes. The trophon utilizes a hydrogen based chemical sterilization solution. We believe this may be contributing to the loosening of the epoxy of the vaginal probes and thus causing them to break. Our facility is in the process of returning all 12 trophons back to the manufacturer.